Event description:
It was reported that a dib00 model of intraocular lens (iol) was not implanted due to delivery issue. The iol was ejected from the cartridge. No further information was provided.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Email address: unknown/not provided. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information as well as additional information regarding the complaint. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.